Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a shoulder instability surgery the suture got caught in the anchor and broke while tightening. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the part number ar-3652sp. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint allegation is not confirmed. Upon visual inspection, it was noted that the anchor/sutures were not returned, or a picture was not provided for a proper investigation. No issues were found with the inserter. Functional testing was not performed due to the device's missing components. The method of bone preparation and the quality of the bone encountered were not provided. The most likely cause of the reported failure can be attributed to user error of the device due to excessive force during suture passing, tightening, or tensioning, as well as incorrect bone preparation or contact with sharp instruments during use.